Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set leakage event at the site of insertion on (B)(6) 2024. The infusion set was in use for more than 03 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.